Event description:
During catheter placement, the nurse had difficulty removing the guidewire, so he attempted to remove the catheter and guidewire as a unit. All but 5cm of the catheter was removed before resistance was met. The nurse palpated the pt's arm and felt a knot under the skin. The nurse tried to turn the guidewire and pull it out, but was unsuccessful.

Manufacturer narrative:
Pr0duct implicated is a 3 french per-q-cath with guidewire. Catheter and guidewire were returned for eval. Catheter tubing is in 2 pieces and hub is missing. Guidewire is unraveled and is still in catheter tubing. There is a knot 18.2cm from distal tip of catheter. Guidewire cannot be removed since it si also within knot. Proximal section of cathete tubing measures 35.5cm and distal section (including knot) measures 18.2cm. Catheter tubing separated just proximal to knot. Knot was untied and guidewire removed. Guidewire is in two pieces. Proximal section of core wire measures approx 70cm and distal section measures approx 1.7cm. Wire is unraveled and severely bent at distal end. Lot history review indicates no related component or mfg issues and no prior product complaints of similar nature. Proximal and distal distal welds are present and intact. Spring wire is unraveled and severely elongated. Distal section of core wire is severely elongated and twisted. Proximal section of core wire is also elongated and twisted. There are no tooling marks present on core wire. These signs indicate a tensile break. Sometimes a guidewire can become stuck inside catheter because pt has a tortuous vein path. Catheter and wire may be slowly advanced, approx one inch at a time, holding it gently with forceps. If resistance is met, vessel may be re-distended and/or pt may rotate or raise arm. Cathete and wire should be pulled back slightly in an attempt to free it from obstruction. Catheter and wire should not be forced as this can cause tip to double over and ben wire and catheter back, possibly causing misdirection or a knot near tip. Knots usually occur when catheter tip encounters an obstacle, such as a valve or sharp bend, and catheter folds back on itself. This complaint should be recorded as confirmed-cause inconclusive. Tensile beak indicates it may have been user related. However, it is very rare to see a twisted core wire, which may indicate a vendor related issue.